Manufacturer narrative:
(B)(4). While hospitalized for an unrelated event, the patient was diagnosed with bacterial peritonitis. On an unknown date, peritoneal dialysis was discontinued and the patient was started on hemodialysis. The patient recovered from the peritonitis event. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an infection. It was reported that the patient collapsed and was admitted to the hospital. Per the daughter, the reason for the collapse was due to a severe infection related to her mother¿s dialysis. The patient was placed on unknown antibiotics. The nature of the infection was not reported. The cause of the infection was not reported. It was not reported if pd therapy was ongoing. The outcome of the event was not reported. Additional information was not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).